Manufacturer narrative:
Section d4, primary unique device identifier (UDI) number is corrected.

Manufacturer narrative:
Data and additional information have been requested and was not provided. Hence radiometer investigation cannot determine the root cause. The root cause is therefore, unknown.

Event description:
According to the complaint, a blood gas analysis was performed on a patient on the abl90 flex analyzer (serial number: (B)(6) on (B)(6) 2023. During the test, the analyzer prompted to rinse and replace the solution pack (sp) several times. After the sp's replacement, the analyzer alarmed still. There was no harm caused. The user contacted the engineer for the maintenance.